Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned mini trek dilatation catheter noted contrast visible in the inflation lumen, consistent with preparation. The distal half of the balloon was tightly folded and the proximal half of the balloon had relaxed folds, consistent with an attempt to pressurize the balloon. The balloon catheter was pressurized with a new indeflator filled with water and there was a longitudinal tear with a flap, 1mm in length, under a balloon fold over the proximal marker. There was 3 mm of the balloon material peeled from under a fold .5 mm distal to the tear. Factors that may contribute to a tear in the balloon include, but are not limited to, manufacturing, and/or handling of the product during preparation/use. Analysis noted a flap of torn balloon material. Damage of this type can be the result of material processing or incorrect preparation for use. Follow up information received confirmed the balloon was not soaked in saline prior to preparation. It should be noted the trek instructions for use (IFU) states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It is likely that the hydrophilic coating on the balloon was not activated such that as the balloon was inflated, the balloon material tore and peeled. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for inflation issues or tears in the balloon for this lot. There is no indication of a lot specific product quality deficiency. The reported leak appears to be related to the operational context of the procedure. All products are visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity and rated burst pressure prior to release.

Event description:
It was reported that during preparation of the mini trek dilatation catheter for use, air bubbles could not be removed; there was a leak from an unknown source. The stopcock was exchanged, but bubbles were still visible in the device. The device was not used in the anatomy. There was no patient involvement. No additional information was been provided.